Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the fuse needed to be replaced. Once the fuse was replaced, the imaging system then passed the system checkout and was found to be fully functional. The fuse was not returned to medtronic for further analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the fuses in the mobile view station (mvs) has blown. There was no patient present when this issue was identified.